Event description:
Components were revised due to poly wear and lysis.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 10 degree liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.